Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient underwent revision surgery due to unknown reasons.

Event description:
Patient was implanted on left side and is being monitored due to unknown reasons.

Manufacturer narrative:
Medical product: metasul ldh head, 48, code n, taper 18/20 catalog #: 0100181480 ; lot #: 2332971; metasul ldh head adapter, m, 0, taper 12/14-18/20 catalog #: 0100185146; lot #: 2337019; femoral stem beaded midcoat 12/14 neck taper std. Body ext. Offset size 15 15 mm distal dia. 160 mm length catalog #: 00784001520; lot #: 60441907. This case was reopened on oct 26, 2018 to enter additional information which was received on oct 19, 2018. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: b3 - b7. Correction: b4 - b5 - g4 - g7 - h2 - h6 - h10. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient underwent revision surgery due to extreme pain.